Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that connectivity issues occurred before use with a syringe 1ml s/t w/ndl sftygld 25x5/8 rb. The following information was provided by the initial reporter, "disconnect between a and b the needle disconnected from the tip of the syringe."

Manufacturer narrative:
Investigation summary: one 1ml syringe with safetyglide needle in an opened blister pack from batch #8319602 (p/n 305903) was received and evaluated. It was observed the syringe in the blister pack did not match the part number on the package. The syringe was supposed to be a slip tip, but an oral syringe was in the package. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect potential root cause for the mixed product defect is associated with the manufacturing personnel. This was most likely caused by improper line clearance. Line clearance reinforcement training was completed on (B)(6) 2019.

Event description:
It was reported that connectivity issues occurred before use with a syringe 1ml s/t w/ndl sftygld 25x5/8 rb. The following information was provided by the initial reporter, "disconnect between a and b the needle disconnected from the tip of the syringe."